Manufacturer narrative:
The explanted clik anchor was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and irritation at the lead site. The physician suspected the clik anchors to be the cause of the irritation around the site. The patient underwent a lead revision, during which, the physician explanted the clik anchors. The patient was reportedly doing well after the procedure.